Event description:
The consumer was transferring herself from her bedside commode to her wheelchair when she supposedly lost her balance and fell, impaling herself in the back of the elbow with the release lever on the legrests, requiring stitches.

Manufacturer narrative:
While consumer was transferring herself to her wheelchair, she reportedly lost her balance and fell. User reportedly impaled herself in the back of the elbow on the leg rests, requiring stitches. Info suggests a transfer error. MDR filed based on injury.